Manufacturer narrative:
Additional information: b5, g3, h3, h6. Additional information was provided on 05/22/2024, where the sales representative stated that the patient's bone quality was softer than usual, which is why they switched to a stem as opposed to an eclipse cage screw. The fit of the implant was very solid. Apex broach handles were used to prepare the bone socket.

Event description:
Additional information was provided on 05/22/2024, where the sales representative stated that the patient's bone quality was softer than usual, which is why they switched to a stem as opposed to an eclipse cage screw. The fit of the implant was very solid. Apex broach handles were used to prepare the bone socket.

Event description:
On (B)(6) 2024, it was reported by a sales representative via phone that an ar-9100-10m apex optifit humeral stem screw was cross threaded. This occurred during a total shoulder replacement on (B)(6) 2024 when the implant was placed in the humerus, and the driver would not engage with the interior screw as it was cross threaded or had something going on that would not allow the driver to engage. The implant was switched out to an ar-9100-11m was used to proceed with the case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-9100-10m batch number 15155378 was received for investigation. The device was received with other mating part attached to it and was not possible to separate them. Visual evaluation found signs of wear. A visual inspection of the locking screw using a magnifier revealed that the screw was overly tightened, preventing the inclination block from moving to 140°. The port failure is most likely due to user error, specifically the overtightening of the inclination screw, which renders the device inoperative.